Event description:
It was reported that t:slim x2 pump battery did not charge despite use of working wall outlet, tandem wall adapter, and different charging cables and adapters, and charging connection was not recognized although pump did not shut down and no low power alerts occurred. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support, confirmed pump details and shipping address, received instructions for storage mode and pump return, and pump was replaced while customer chose not to share information about backup insulin therapy.